Event description:
Info received indicates while performing a preventive maintenance check, the technician found the ground reading was out of normal range.

Manufacturer narrative:
The technician isolated the issue to a loose ground pin on the power cord plug. He replaced the plug to repair the bed.